Event description:
The article, "comparison of ado-ii percutaneous occlusion and traditional surgery in the treatment of doubly committed subarterial ventricular septal defects in children", was reviewed. The article presented a retrospective, single center study to evaluate the efficacy and safety of ado-ii percutaneous occlusion and traditional open-chest surgery for treating doubly committed subarterial ventricular septal defect (dcvsd) in children. Devices included in the study were abbott amplatzer duct occluder ii and starway medical technology duct occluder ii. The article concluded that children with dcvsd can recover faster and safer using ado-ii percutaneous occlusion, which is minimally invasive and inexpensive. It can be the first-line treatment for selected patients. [The primary and corresponding author was zhenli cheng, children¿s hospital of chongqing medical university, chongqing, china, with corresponding email: 307300706@qq.com] the time frame of the study was from july 2019 to may 2024. A total of 151 patients were included in the study, of which 1 received an abbott device. In the transcatheter group, the average age was 6.1 years, the average weight was 18.0kg, and the majority gender was female. In the surgical group, the average age was 1.3 years, the average weight was 9.0 kg, and the majority gender was female. No comorbidities were reported.

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI number is not known as the part and lot numbers were not provided literature attachment: article title: "comparison of ado-ii percutaneous occlusion and traditional surgery in the treatment of doubly committed subarterial ventricular septal defects in children". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with no reported co-morbidities. Complications reported included unexpected medical intervention (medication required), pulmonary infection, arrhythmia, heart block, supraventricular tachycardia, and residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title: "comparison of ado-ii percutaneous occlusion and traditional surgery in the treatment of doubly committed subarterial ventricular septal defects in children".

Event description:
N/a